Event description:
It was reported that this pacemaker was found to be operating in safety mode. The patient has been scheduled for a replacement procedure. At this time, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to be operating in safety mode. The patient has been scheduled for a replacement procedure. At this time, this device remains in service. No adverse patient effects were reported. Additional information was received that this pacemaker was explanted and replaced. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This device was not returned for analysis. The product investigation determined that the "no problem detected" investigation conclusion code was selected based on product record and available information review.